Event description:
It was previously reported by hvt sales representative that he needs to send in an echo for a 6900p that was implanted in 2008. Preop and postop and follow up echo of 2009, need a third party interpretation of the echo to grade 1 to 2+ or 2 to 3+ mitral regurgitation. Please send echo to dr. For review and analysis. Telephone call from dr. Three months later, regarding clarifying surgery date was 2007, first post echo. 2008, and most recent echo. 2008.

Event description:
C-cv-rg - regurgitation/incompetence/insufficiency it was reported by hvt sales representative that he needs to send in an echo for a 6900p that was implanted in 2008. Preop and postop and follow up echo of 2009 need a third party interpretation of the echo to grade 1 to 2+ or 2 to 3+ mitral regurgitation. Please send echo for a third party review and analysis

Manufacturer narrative:
The following are the revised echocardiograms third party findings: ¿there is mild-to-moderate central mitral regurgitation on an echocardiogram approximately 1 year after mitral valve replacement; no mitral regurgitation was evident on an echocardiogram performed approximately 10 weeks after valve implantation. At the time of the last echocardiogram, the mitral regurgitation was of doubtful hemodynamic significance. It is possible that mitral regurgitation was present but not seen on the earlier echocardiogram, or that there was interval development of it. If the latter case is true, it may be a reflection of premature valve sclerosis. At the time of the echocardiogram of 2008, mitral regurgitation severity was somewhat more than that which would be typically anticipated with this pericardial bioprosthesis; however, it may represent a variation of the usual, anticipated regurgitant pattern associated with this valve. Stability of the mitral regurgitation on future echocardiograms could suggest a variation of the normal pattern of regurgitation, rather than premature valve degeneration.¿

Event description:
The device was evaluated by an outside independent contractor. Impression: there is a discrepancy in dates. By report, the mitral valve was implanted in 2008, but one of the echocardiograms shows a mitral bioprosthesis 10 months prior. That bioprosthesis appears anatomically the same as the one seen on the echocardiogram of 2008. The most recent echocardiogram was stated to be from 10 months prior, but this does not correlated with the date shown on the echocardiographic images. Finally, the high quality of the tte images obtained in 2008 would be extremely unusual on post-operative day #2 after cardiac surgery. If all of the supplied data are accurate, then there was mild-to-moderate central mitral regurgitation on post-operate day #2 after re-do mitral valve replacement for what was a normally function bioprosthesis 10 months before. If the year on the echocardiography machine is incorrect for only one study, and the february tte actually is from 2009, then early post-operate central mr subsequently resolved on 7-week follow-up. If the actual date of implant was prior to 2008 and both echocardiogram dates are correct as shown, then there was interval development of mild-to-moderate central mr between february 2008 and december 2008. It would be helpful to reconfirm the date of mitral valve surgery and the dates of echocardiography.